Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a message was received on the patient's home remote monitoring system, that was indicative of a potential problem with the implanted device. Requests for additional information yielded no further information. No adverse patient effects were reported.